Event description:
Clinician reported an incident of suspected product tampering. The clinician reported an infusion of blood was set up to run at a rate of 125cc/hr. The clinician reported that about an hour later, the blood had been completely infused, approximately 500cc's. The clinician reported finding the pump to be set at a rate of 500cc/hr at that time. The clinician stated the panel lock feature was off at the time, and that there were children in the room with the patient at the time of the incident. The clinician stated it was suspected that the children tampered with the settings on the pump. The clinician stated the pump was sent in for accuracy testing to verify that the pump was working properly. According to the clinician, there was no patient injury as a result of this incident.